Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing, including the rewind, self-test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected restart, external ram crc or restart/reset time/date anomalies noted. The pump had minor scratches on the lcd window, cracked battery tube threads and a broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was having issues with the insulin pump's battery. In the alarm history there were a couple of unexpected restart and external error alarms. Customer's blood glucose level was 106 mg/dl. The unexpected restart alarm was recurring during normal insulin pump use. The customer was advised that the device would be replaced and agreed to return the product for analysis.